Event description:
The customer reports the cladding surrounding the fiber was coming apart from the illumination connector. The illumination was poor. The power levels were lower when the laser flex tip power outputs were measured. The surgeon continued to use the probe for the laser portion, but the probe did not laser well. The surgeon switched out the probe and completed the case as planned. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system. The chimney output was aligned to a 23 gauge fiber. The system was then tested and met all product specs. The probe has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).